Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 03/19/2012 and the one (1) year warranty period has expired. As the device is at the end of its useful life and no repairs are available for the video baton, the customer elected to replace the glidescope video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image and the led would intermittently cut out. Reportedly the biomedical engineer performed further testing and the isolated the issue to the video baton, when the cable was flexed the image would cut out. The biomedical engineer reported that there was normal wear and tear on the video baton and a portion of the covering was coming apart. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.